Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 to explant the implant magnet due to discomfort.